Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they experienced unexplained high blood glucose of 550 mg/dl. The customer was treated for the high blood glucose with two manual injections. The customer was assisted with trouble shooting and found that their insulin pump worked as designed. The customer did not return the product back for analysis.